Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector was broken. Fdc applies to the implantable neurostimulator (serial number (B)(4)) and fdc applies to the desktop charger (serial number (B)(4)).

Event description:
It was reported the patient's recharger was not charging. It was noted "broke about 3 months ago." The patient had not been using therapy for a while as a result. The desktop charger had a broken connector. Anomaly appeared to have occurred through product use. It was further reported that the plug from the desktop charger to the recharger was broken. It was noted that the patient could not charge the recharger and therefore could not charge the implant. The patient received new desktop charger in the prior week and charged the recharger. An implantable neurostimulator (ins) overdischarge was suspected. It was noted that the patient had no stimulation sensation and acute pain. It was noted that the patient was not sure how long it had been since he charged his ins. The patient had recharged the recharger since getting the new one but had not charged the internal unit in some time. It was noted the patient had not had stimulation for a long time either. It was noted that the patient did not have a programmer as he was never given one and that his recharger did everything. The patient was told the recharger could not switch groups or increase/decrease stimulation, however the patient stated "it always had." Troubleshooting was limited due to lack of access to the product and/or patient. It was further reported that the patient's first overdischarge was confirmed. A physician mode recharge (pmr) was performed. It was noted that the patient had not charged in more than 4 months. The patient received new desktop charger in the prior week, charged the recharger and couldn't communicate with the ins. It was further reported that the pmr successfully reset the ins. A power on reset occurred but the error code was unknown. The patient was able to fully recharge their device. It was noted that the patient was spending the weekend charging the battery more before he turned the stimulation back on. It was noted the patient was not currently receiving therapy. Additional information received reported that the patient had turned the stimulation back on and was receiving effective therapy. The indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.